Event description:
"Pinhole/cut in tubing - during prime. Tubing cut in packaging. Noticed 6 during prime (saline). No patient user injury/medical intervention. Customer reports at least 6 occurrences in the past week.